Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event.

Event description:
It was reported that the patient's blood glucose levels rose to 400 mg/dl while wearing the pod between 1 and 4 hours. As treatment, a new pod was applied. Investigation found a tear in the cannula. The device was originally reported for leaking insulin during use.